Event description:
While using auto stapler endo gia (us surgical) the device fired but failed to release. This was during lobectomy. Device was disconnected and vascular clamp used. Ebl = 1000cc. Pt remained stable, recovered without further incident.